Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call issues with the bolus wizard. Customer advised that during a bolus attempt the bolus wizard gives an alarm that the bolus timed out and has not delivered. Customer advised this process occurred multiple times and caused their blood glucose to rise. Customer advised the insulin pump delivery process was slow and complicated to complete. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.